Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump buttons are unresponsive. The customer did not recall the blood glucose reading. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump up arrow button did not respond due to flattened button dome switch. The insulin pump received with minor scratched display window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.